Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The distal end of the device was returned inside a guide catheter and loaded over a 0.014¿ guidewire. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to nominal inflation pressure 11atm and then to rated burst pressure with no issues to note. The stent was deployed and the balloon was deflated in 3 seconds; this value is within the specified time set. As the hypotube was broken a touhy was used to connect the encore inflation device. The inflation device was verified at 16atm before and after use. A visual and tactile examination of the hypotube revealed a break in the hypotube at approximately 720mm from the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the hypotube detached outside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The (B)(4) stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. Pre-dilation was performed using a non-bsc balloon catheter. A 3.00 x 12mm synergy¿ drug-eluting stent was advanced to treat the lesion. Dilation was then performed but the pressure did not increase. Subsequently, when the device was removed, severe resistance was encountered. Angiography was then performed and it was found out that the catheter was kinked. The synergy was removed with the guide catheter and guide wire as a unit. The procedure was completed with implantation of a 3.0x16mm synergy stent. No patient complications were reported and the patient's status was good.